Manufacturer narrative:
Device had missing display lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring (reservoir tube), cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker. (B)(4).

Event description:
Customer's father reported via phone call that a piece of the reservoir compartment broke. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.